Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using a penumbra coil 400. During the procedure, while inserting the penumbra coil 400 into the microcatheter, the physician noticed the pusher wire had become kinked. It was removed and was not used in the procedure. There was no report of an adverse effect on the patient.